Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. The patient had been hospitalized for prior to death for an unrelated medical condition; it was not reported if the patient was hospitalized at the time of death. It was not reported if an autopsy was performed. Peritoneal dialysis therapy was ongoing in the hospital. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. A visual inspection was performed with no issues noted that could have contributed to the reported condition. The power on self-test and a short simulated therapy were successfully completed during evaluation. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.